Manufacturer narrative:
The device was returned to intuvie for preventive maintenance (pm), and during service the infusion pump failed the ground resistance test, measuring 0.135 ohm, zdt-14532. The acceptance range for this test is < 0.1 ohm. The power filter module was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.013 ohm. Reference to complaint # (B)(4).

Event description:
The device was returned to intuvie for preventive maintenance (pm), and during service the infusion pump failed the ground resistance test, measuring 0.135 ohm, zdt-14532. The acceptance range for this test is < 0.1 ohm. The power filter module was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.013 ohm. No patient involvement was reported.